Event description:
Healthcare professional reported: "during replacement of the port after finding a deflation of the gastric banding during the consultation, the surgeon observed a leak of tubulure at an unusual place: in the end of the tubulure, remote of gastric banding."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the event date, implant date, explant date, diagnostic testing or patient data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."